Manufacturer narrative:
This information was provided anecdotally during a dinner meeting at a medical convention. Nurse said it was not uncommon for leads to break and that breaks were routinely addressed by stripping the wire and continuing the pacing. Because no specific product information could be provided, the shipment history was used to review potentially affected product. Nothing unusual was found in the production records. There has been no change in material, manufacturing methods or personnel and equipment. There has been one other customer complaint received of similar nature. Conditions of use are being investigated. No specific root cause has been identified at this time. Device not returned by customer.

Event description:
During a medical conference, the customer mentioned to the company sales representative that since the first of the year they have had approximately 4 instances of the pacing wire breaking at the juncture of the wire and the electrode. Customer could not provide specific product catalog number or lot numbers. Customer did not provide specific event information (patient information or dates). Based on shipment history, the potential catalog numbers were 024-410 or 020-011. The potential lots were identified as 0660a, 0658a, 0653a, or 0606a. Customer had no product to return. Customer stated that no patient injury occured as they were able to strip the wire and continue pacing.